Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported the patient was admitted in (B)(6) 2014 with increased ldh levels and plavix was started. The patient had been on coumadin and aspirin. There were no other issues until (B)(6) 2014 when the patient was seen in the clinic and the ldh level was greater than 1000u/l. Prior echocardiography (echo) showed aortic valve (av) closed. The echo on (B)(6) 2014 showed the av open. There were no elevated powers and no other changes in other parameters. No alarms were reported. The patient received a pump exchange.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The evaluation of the returned pump confirmed the presence of deposition in the outlet stator. Although there was no evidence to suggest that the deposition was present during operation, if it was, the deposition would have potentially contributed to the reported hemolysis. Vad-55186 was returned assembled. The driveline was cut approximately 3 inches from the pump housing with the rest of the driveline returned. The sealed inflow conduit was not returned. The sealed outflow graft and bend relief were not returned. The outflow elbow was returned attached to the pump. Evaluation revealed deposition in the outlet stator. The deposition was not adhered to the bearing ball or the stator blades, lacked denaturing and lacked lamination. In addition, there was no evidence of contact marks on the outlet side of the rotor to indicate that this deposition was present while the rotor was spinning. Although its origins and a duration in which it was present in the pump cannot be conclusively determined, it did not appear to have originated in this location and was not attached to any surface. In addition, the deposition did not appear to have contributed to a functional issue. Electrical continuity testing did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The attached user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. The (B)(4) identifier is (B)(4). Two system controllers were returned for analysis and were found to function as intended. The patient's expiration was reported under medwatch MFR report # 2916596-2015-00161. This report is regarding the patient's pump exchange.

Event description:
Additional information was received from the (B)(4) registry stating: pump thrombosis. Additional information also included indicated: did patient experience a thrombus event (suspected or confirmed): y, hemolysis: yes, intravenous anticoagulation: yes, device malfunction: n. The additional information also indicated that the patient expired. Death date: (B)(6) 2015, primary cause of death: multisystem organ failure (msof), device function normal: y.